Event description:
It was reported that a revision surgery was performed due to: pain, elevated cobalt levels and metal on metal failure.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the 6-week delay in receiving physical therapy/active and passive rom post primary right tka was likely the contributing factor to the pain secondary to resultant arthrofibrosis and subsequent manipulations under anesthesia (10 weeks post-op (B)(4); 1 week later: (B)(4)). However, the reported malpositioning of the tibial component and the non-resurfaced patella with early grade 2 deformities and resultant fibrosis are also potential contributing factors to the muas and the 1st revision/poly exchange to a constrained liner (B)(4). The cultured proteus mirabilis was the contributing factor to the post-revision wound dehiscence/infection and subsequent 2nd revision debridement and smaller poly exchange. The patient impact beyond the persistent pain, arthrofibrosis, subsequent muas, 2 revisions and long-term antibiotic therapy/suppression cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.